Manufacturer narrative:
Analysis of the ins, model 3058, serial no.(B)(4), found ins setscrew backed out too far. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs and on all electrodes referenced to the case electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported that during a revision surgery, the new tined lead could not be connected to the existing implantable neurostimulator (ins), which was implanted in 2013. Despite tightening with the torque wrench, the tined lead could not be fixed. A new ins was used and everything worked well. The ins would be returned for analysis. The consumer¿s medical history included fecal incontinence. No symptoms were reported.

Manufacturer narrative:
See also mfg. Report no. 3007566237-2017-00098. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported that it could be expected that the consumer was receiving effective therapy, as the procedure worked properly, but the representative did not have final confirmation.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.